Manufacturer narrative:
Device passed functional testing including displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep currents, active currents and self test. Device communicated properly with test guardian link transmitter. No auto mode anomaly noted during testing. Device received with the audio alert functioning properly. Hardware low level failures error confirmed in the device history due to broken pin keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure alarm. The customer¿s blood glucose level was 151 mg/dl at the time of the incident. Customer stated they were able to clear the alarm and complete the rewind. Assisted with performing a self test and self test did not passed. The insulin pump will be returned for analysis.